Event description:
Lap cole - "the surgeon closed the trigger of the grasper in order to mobilize the gallbladder, afterwards he pushed the trigger to release the gallbladder and it broke and the trigger tore from the grasper, then he had to use to the pt a crile in order to release the grasper and the gallbladder. Pt status: ok.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.